Event description:
Customer reported hospitalization due to stomach flu. Customer was vomiting. The blood glucose at the time of the event was 480 to 500 mg/dl. The insulin pump was not working, husband administered manual injections due to rising blood glucose. Diagnosed diabetes ketoacidosis. Hospital stabilized the blood glucose level and helped her with nausea and vomiting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.